Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, e1, h6.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV." Healthcare professional later confirmed "capsular contracture baker grade IV." Device has been explanted, replaced, and discarded.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" this record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.